Event description:
An rn alleges that the holder securing the endotracheal tube was disconnecting from its adhesive base and the pt was losing the endotracheal tube. A respiratory therapist was called and the endotracheal tube was replaced. Shortly afterward, the pt, who has tetrology, esperienced a "tet spell". It has not been determined what relationship, if any, exists between the alleged malfunction and the "tet spell".